Event description:
A nurse reported the system locked prior to a procedure. The case was canceled. However, the pt had already been given peribulbar anesthesia in preparation for the case. There was no harm to the pt.

Manufacturer narrative:
A company representative examined the system and confirmed that the system turned off unexpectedly. As a correction, the host module was replaced with a new assembly. The system was then verified to meet product specifications. There was no sample returned for evaluation. For this reason, steps could not be taken for further evaluation to determine root cause. A review of complaints for the last (B)(4) did indicate one additional similar report for this system. The root cause could not be determined conclusively. (B)(4).